Manufacturer narrative:
The failed sample has been returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Catheter had been in dwell for 5 days infusing ceftazidime in dextrose and heparin, and was found to be leaking. Line was removed. No reported harm to patient.

Event description:
Catheter had been in dwell for 5 days infusing ceftazidime in dextrose and heparin, and was found to be leaking. Line was removed. No reported harm to patient.

Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one sample for examination. It was possible to flush the catheter using the orange lumen; there was no defect present. When trying to flush the catheter using the green lumen it was not possible due to severe occlusions and there was leakage in the catheter tube approximately 0.6 cm distal to the wing. A radial mechanical damage became visible using the microscope. Typical signs for a cut with a sharp instrument could be detected with a length of approximately 1 mm. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the first complaint for batch 8078461 and the second for batch 8055459. There are 14 other complaints for code 4g07125223 regarding leaking catheters within the last 3 years. No further corrective action will be initiated by quality management at this time as a manufacturing fault cannot be concluded. As the catheter worked well for 5 days, vygon does not believe this was manufacturing fault. No further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, vygon will continue to monitor this issue.